Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the pump gave multiple no prime alerts after changing cartridges from a different box with different lot number. During the call, reporter completed the prime step successfully and then received loss of prime alert. Review of cartridge usage techniques indicated that instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014. Device evaluation: the pump have been returned and evaluated by product analysis on 06/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the current data range did not cover the complaint date due to continued use by the customer. No loss of prime alert was found in the current data range. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The investigation was unable to verify or duplicate the reported prime issue. Unrelated to the reported prime issue, the battery compartment was found to have cracked at the threads area as well as at the base seal. The pump casing was opened and no evidences of moisture intrusion were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.